Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during basic occlusion test due to loose/protruded drive support disk. Occlusion test, prime test, and excessive no delivery test were not performed due to alarms. The insulin pump had cracked case at display window corners, cracked battery tube threads, minor scratches on the display window, broken reservoir tube lip, and bleeding lcd glass.

Event description:
It was reported that the insulin pump alarmed compromised forced sensor system. It was also reported that the drive support cap is sticking out. It was reported that customer was unable to rewind the insulin pump. Customer's blood glucose reading ranged from 55-255 mg/dl. Troubleshooting was done to help customer rewind the insuli pump. However, customer declined to troubleshoot for high/low blood glucose. Advised discontinuation of the insulin pump. Nothing further reported.